Event description:
A malfunction alarm identified as malf 24 was reported by the customer, and technical support determined that the pump was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multi-dose injections (mdi) as backup therapy while a replacement pump with updated software was sent by technical support. The customer was instructed on how to put the current pump into storage mode before returning it and was provided with a return box and a pre-paid label. Technical support also guided the customer on programming the new pump settings and connecting their continuous glucose monitor (cgm) to the replacement pump.